Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The review analysis has not yet been completed for the lead in question, the results will be forwarded once available.

Event description:
It was reported that during an implant procedure, positioning difficulty of the lead was noted. Difficult access with venous tortuosity was noted. The lead was placed in the right ventricle two times with thresholds higher than 4.5v. Damage to the distal coil was noted. Implant damage was suspected. The lead was not implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that during an implant procedure, positioning difficulty of the lead was noted. Difficult access with venous tortuosity was noted. The lead was placed in the right ventricle two times with thresholds higher than 4.5v. Damage to the distal coil was noted. Implant damage was suspected. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): primary analysis finding: no anomalies were found. Blood/body fluid was present on the helix mechanism. Visual analysis observed the defib conductor was distorted and apparent implant damage. The full lead was returned for analysis.